Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/24/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 05/01/2020 corrected information: b1, h1- this medwatch report is being voided as there is no indication of 2nd device involved in the event. Event for the actual device involved in this event was submitted via 2210968-2020-03457.